Manufacturer narrative:
The device was not returned for evaluation. Unable to determined cause of event.

Event description:
It was reported that "in 2008, the facility was using cat. #000345, lot #0708201. They tried to inflate the balloon, it did not register on the manometer, the manometer was switched and still no reading of the inflation. The doctor pushed the balloon into the patient's stomach to check for inflation and they found that the balloon was fully inflated. The balloon would not deflate and had to be cut with a wire cutter to deflate."